Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, when using the first reported reload, when the surgeon fired it, the stapler gun broke apart. The second reported reload, when the surgeon tried to fire it, only 10mm of the reload advance, then automatically stopped and could not continue, the surgeon could open the reload because it was locked on tissue, so another handle was used. The surgeon found out that there staples failed to form b shape. The surgeon then used new reload in order to complete the case. The surgical time extended for more than 30 minutes.